Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The screw was not returned, however, a fractured portion of the screw (iunihg) was found in the internal threads of the implant. Visual inspection of the as returned implant identified significant bone residue surrounding the external threads of the implant. Unrelated to the reported event, the implant collar was found to be damaged and the external threads were taken off. Damage to the implant is common when using a trephine to remove the implant. A fractured piece of a screw was found to be located in the internal threads of the implant as well. Due to the fractured screw and damaged implant, accurate measurement analysis could not be conducted. Functional testing for the reported event is not applicable. Documents reviewed: biomet 3i restorative manual - instrm rev e 12/17 information identified: torque matrix (page 1). As per the documentation, on page 1, the recommended torque value for standard abutments/implant-level gold or titanium retaining screws is 20 ncm. The customer used a reported torque value of 30 ncm. DHR review could not be performed for the iunihg screw as the subject lot is not available. A complaint history review by item number was conducted for the (iunihg) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Therefore, upon inspection, it was confirmed that the screw fractured. Device malfunction did occur for the screw. Probability of hazardous situation occurring (p1) - occasional (< 1/100 and ? 1/1000) clinician incorrectly engages abutment screw into implant (cross-threaded) causing thread damage, torque applied during placement/seating exceeds recommended value. Additionally, per the review of appropriate documentation, it was discovered that the customer used a 30ncm torque value when the recommended torque value is 20 ncm. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: date of this report. Date received by manufacturer. Type of report, follow-up number. Follow up type. Device evaluated by manufacturer: change 'no' to 'yes.' Evaluation codes. Additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the screw fractured inside the implant and was unable to be removed. Tooth location 36.